Manufacturer narrative:
Updated fields: b4, d8,d9,g1, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service fse evaluated the unit and crosschecked main board, solenoid driver board and power supply from working standby unit. Machine is now turning on but there is an error found maintenance error code 1. The fse performed calibration as per service manual but error was not resolved. Cross checked machine with working front end board and found that front end board is defective. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cs100 intra-aortic balloon pump (iabp) machine not switching on. There was no patient involvement reported.